Event description:
It was reported no power could be generated from the foot pedal of this endostat ii generator while snaring a polyp during a colonoscopy procedure. Since no power was generated, the polyp was inadvertently excised without cautery and bleeding ensued. Another foot pedal and a microvasive gold probe were utilized to achieve hemostasis. The pt was discharged and returned to the emergency room several hours later and presented with a fever and chills. A perforation was noted. The pt underwent surgical repair of the perforation. The cause of the perforation could not be determined. No further details regarding the pt's current status is available at this time. Should add'l details become available, a supplement will be forwarded at that time. The device has been destroyed by the user facility. However, f/u indicated this reusable device was three years old and had not been maintained by service at the user facility. Co believes this was a contributing factor to this event. However, without evaluating the device, co is unable to determine the exact cause for this event. Directions for use state: "operational test: extend a test snare loop outside its sheath. Press the footswitch labeled power and gently tape the snare wire against the pt place. A spark should be observed."